Event description:
Pt revised for pain. First "surgical intervention" during 1999. The procedure was not described. Complaint states the revision was the second intervention and was done in 2000. A broken glenoid was discovered to be brittle and fractured.